Manufacturer narrative:
Pump was received with blank display. Unable to determine the root cause, problem isolated to mb. Unable to verify external flash crc error alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had critical block. The customer¿s blood glucose e level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.